Event description:
The customer reported via phone call that the insulin pump had a battery that lasted 4 or 5 days. The customer did not know the blood glucose reading. The customer stated that he changed the battery and now the insulin pump would not deliver insulin. He reported that the issues started about a month prior to the call. The customer attempted to perform a set change but was stuck in the time/date screen. The customer declined to proceed with troubleshooting. The customer was advised that the alerts he had been receiving were indicative of normal device behavior, but he requested that the insulin pump be replaced. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm was noted. However, a motor error alarm occurred during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor (tin). The motor passed the motor test. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked belt clip slot and cracked liquid crystal display window. Please see medwatch report # 3004209178-2015-97205.